Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead exhibited fluctuating shock impedances in the 90-120 ohms range for the last several months. More recently, a high out-of-range shock impedance measurement of 127 ohms was observed. There is no evidence of lead noise and all other lead measurements are within normal limits. Technical services (ts) reviewed troubleshooting options. This crt-d system remains in service. No adverse patient effects were reported.